Manufacturer narrative:
DHR review for batch 7122841 (p/n 305060): manufacturing dates: 05/15/2017 to 05/16/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7122841 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: investigation summary: three samples were received by bd (B)(4) and visually evaluated. The samples received were syringes only. Syringe #1 - confirmed to be from batch #7122841 (p/n 305060). The syringe was in a taped opened package. The flange and barrel wall near 3ml mark were found to have major damage. The one damaged syringe appeared to have been pinched in the assembly machine during processing. Based on sample, the investigation concluded:confirmed: bd was able to confirm the customer¿s indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported there were imperfections found in the barrel of a bd¿ 3 ml bd luer-lok¿ blunt fill needle making the scale markings difficult to read for the clinician. There was no report of injury or medical intervention.